Manufacturer narrative:
Consumer mailed in the empty box of device. From this we were able to obtain the model and lot number of the device. As a result we have updated the following sections: sections with new information: model number, lot number, and UDI; follow up type. Sections with updated information: manufacturer; manufacturing site address; follow-up 1; method code and result code . As previously stated the consumer mailed in the empty box of device, so we were unable to perform any analysis. However since a lot number was available, we were able to perform a process review. The device history record (DHR) and other quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by e-mail that a tampon unraveled during removal and pieces remained inside the body. This event occurred with one tampon. There have been five attempts ((B)(6) 2018) to contact the consumer for more information. On (B)(6) 2018, the consumer replied she did not have time at that moment to provide any additional information. No answer was received for the other attempts to contact the consumer. It is unknown if the consumer received medical assistance. No further information is available at this time.